Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "on (B)(6) 2022 when deaccessing a patient ivad using the new 3/4 in needles, the needle safety did not work when removing the needle. No one was harmed, however the needle came out without the safety pulling down over the needle like it is supposed to."